Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion. This device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.